Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). Same as patient 2134265-2009-05365 and 2134265-2010-01156. The patient was enrolled in (B)(6) 2008. A type I lesion was identified in the left carotid artery. The target vessel reference diameter was 6mm. The lesion length was 11mm and 80% stenosis, measured by nascet. The target vessel was moderately tortuous with ulceration present. Thrombus, dissection, pseudo-aneurysm and calcium were not present. A carotid wallstent monorail stent with a 9 mm diameter and 40 mm in length was successfully placed at the intended site. A filterwire ex cerebral protection was successfully used during the procedure. Pta was performed using a sterling balloon dilatation catheter. Heart rhythm stimulant and atropine 0.5 ui was administered during the procedure. Patient experienced a transient ischemic attack (tia) during the procedure; the event was resolved with no residual effects. The procedure was documented as successful and estimated residual stenosis was 0-29%. Patient was asymptomatic with no complications <24 hours post procedure. One month follow up visit in (B)(6) 2008 the patient was asymptomatic, the carotid stent patent with 0% residual stenosis with no changes since last visit. Six and twelve month follow up assessments were not reported.